Manufacturer narrative:
Investigation: investigator reviewed the complaints database to find similar issues that were previously reported. A change request (cr#2264) was previously submitted against the knowledge base to improve handling of poor quality spectra. There are no capas nor non-conformities against vitek ms similar to the customer 's complaint. Fine tuning: according to vilink alert tool criteria, no fine tuning was needed during customer¿s tests. Spot preparation: the calibrator and sample spot preparation were not optimal. The ¿all peaks¿ values are heterogeneous. Knowledge base: no reference method was used to confirm the organism identification, so the 'expected identification' remains unknown. Data analysis: the sample ¿all peaks¿ values are heterogeneous, varying between 47 and 86. In addition, the number of peaks detected for some identifications files are low. Five (5) out of the six (6) identifications were obtained with a low score (between -0.37 and -0.19), which are near the limit value of -0.4 for giving a 'no identification' result. Four (4) out of the six (6) tests gave an identification to s. Canis, suggesting that this may be the correct organism identification root cause: spot preparation (as shown by spectra having heterogeneous peaks). As the expected identification remains unknown, it is possible the organism is a species not currently part of knowledge base (kb) v3.2. Corrective and preventative action: the customer perform a new fine tuning as well as provided additional training materials to the customer to help improve the spot preparation technique. Service also provided information regarding vitek® pickme¿ (ref 423551/ 423546). Service further requested that should this type of misidentification recur, the site confirm the organism identification using a reference method.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of streptococcus canis as brucella spp and as a low-discrimination identification that did not include streptococcus canis, in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The isolate was determined to be a beta-hemolysing streptococcus. The customer reported obtaining an identification of brucella spp. Initially. Repeat analysis obtained "no identification". Further testing obtained a low-discrimination identification of streptococcus salivarius ssp thermophilus / streptococcus vestibularis / streptococcus salivarius ssp salivarius. A final test obtained a single-choice identification to streptococcus canis. Vitek ms test 1: brucella spp. Vitek ms test 2: no identification. Vitek ms test 3: low discrimination s. Salivarius ssp thermophilus / s. Vestibularis / s. Salivarius ssp salivarius. Vitek ms test 4: streptococcus canis. Catalase: negative. Coagulase: negative. It was reported that there was a delay >24 hours in reporting results; however there is no indication or report that the misidentification or the delay led to any adverse event related to the patient's state of health. This report has been created to capture and address the low-discrimination streptococcus ssp. Portion of the customer's issue.